Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Related manufacturer reference number: 3006705815-2022-00918. It was reported patient experienced ineffective therapy. It was confirmed via x-ray that the leads had migrated. As such surgical intervention took place wherein both the leads were explanted and replaced with a paddle lead. Post operatively effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
Related manufacturer reference number: 3006705815-2022-00918. It was reported patient experienced ineffective therapy. It was confirmed via x-ray that the leads had migrated. As such surgical intervention took place wherein both the leads were explanted and replaced with a paddle lead. Post operatively effective therapy was restored.